Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing condition of atrial fibrillation. The patient's activated clotting time (act) level was 360 seconds. The patient's left atrial pressure was 24mmhg. Transseptal puncture was posterior and inferior. During the procedure, it was noted that the disc of the occluder did not fully cover the ostium. The decision was made to remove the occluder and upsize to a 25mm amplatzer amulet left atrial appendage occluder. The user was instructed by the abbott representative to withdraw the delivery sheath out of the left atrium after measurement for angiography with the pigtail catheter, however the delivery sheath was left in place. The lobe of the second occluder was deployed within the laa from inside the sheath. Due to the manipulation a 2mm perforation occurred in the distal posterior wall of the laa, which resulted in a pericardial effusion. Protamine was given. The patient was transferred to surgery to drain the effusion. Hemorrhaging was noted in the abdomen. After opening the abdomen, the liver appeared to be slit by a wire that was placed for the pericardial effusion puncture. The occluder was surgically fixed in the laa. The perforation was also surgically repaired. The patient was transferred to the intensive care unit (ICU). The patient presented with neurological abnormal reaction with her eyes. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, perforation, movement disorder, prolonged hospitalization, hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion and cardiac tamponade appears to be related to procedural complication (perforation). The cause of the perforation appears to be related to procedural manipulation. However, this could not be conclusively determined. The cause of the reported bleeding appears to be related during the surgical intervention to drain the effusion as a slit by a wire that was placed for the pericardial effusion puncture. The cause of movement disorder could not be conclusively determined. The reported surgical intervention and prolonged hospitalization were results of case-specific circumstances as the occluder was surgically fixed and the patient was transferred to the ICU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.